Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The permanent cautery hook (pch) instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Additional unrelated observation(s) not reported by site: the instrument was found to have a broken monopolar yaw pulley at the posts. Broken pieces are missing as a result of breakage. Size of missing piece measures approximately 2.50 mm x 2.50 mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Further inspection the instrument was found to have a dislodged cable crimp from the yaw pulley. The yaw cable crimp is still installed on the cable. No missing fragments observed. The yaw cable crimp was not properly seated within the yaw pulley. The distal pulleys showed abrasion and scratches caused by the derailed inclination cable. The probable root cause of a frayed pitch cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.